Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient was sleeping for the night, when a low alarm went off. The patient did not hear the alarm; however, her mother heard the alert and rushed into the room. The patient's mother noticed that the patient was not waking up to treat low her low blood glucose which had reached 29 mg/dl. The patient's mother began to administer the patient with juice by mouth. After a few minutes, the patient's mother called the paramedics and when they arrived, they treatment the patient was able to stabilize the patient's blood sugar. There was no allegation of malfunction against the dexcom system. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.